Event description:
It was reported, the pt experienced headaches. The pt went to the emergency room due to the headaches. The pt noted that she had been feeling the device moved in her neck. The scs system was not used for couple of years. The pt is schedule for an explant procedure. No further info is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.